Event description:
A customer reported receiving an unspecified high scan on the abbott diabetes care (adc) device compared to an unknown result from a competitor brand meter. Customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). Customer experienced seizures and loss of consciousness. Customer treated themselves with insulin dose, type unspecified) and which caused to drop the sugar levels as a result the customer counter treated with glucose. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 428 mg/dl, 248 mg/dl, 268 mg/dl was compared to an competitor brand meter result of 121 mg/dl, 121 mg/dl, 127 mg/dl. Length of wear was 9 days. When the provided results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.